Manufacturer narrative:
Hillrom submitted an estimate for the repair to insurance on behalf of the patient. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the patient had any preventative maintenance performed on this bed. The authorization for repair of this bed has not been made by insurance at this time. Hillrom is completing this complaint due to the amount of time since requesting insurance authorization with no approval received. If authorization for the repair is received in the future, hillrom will open a new complaint for the repair at that time based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating there was a short in the hand pendant and exposed wires causing the head section to raise on its own (self run). The bed was located at the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).